Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room in cardiac arrest and with syncope. A transmission observed the right ventricular (rv) lead with possible loss of capture and high threshold. A temporary pacing system will be placed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.